Event description:
--

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough analysis of the programmer was performed. Housing and printed circuit board was cracked. The cable was burnt. The programmer was repaired.

Event description:
Boston scientific received information that the programmer was dropped and smoke came out. The ECG lead was also stuck inside the programmer as a result from the fall. No adverse patient effects were reported. The programmer remains in service.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.